Event description:
A (B) (6) female came to our facility for her third laryngoscopy with lasering of stenosis. A laser-shield 11 - medtronics/xomed- was inserted via tracheostomy, crna confirms that the cuff was tested and was patent, surgeon began lasering and noticed a charring around the tube, he immediately removed the tube, the tube then became engulfed with flames, the patient suffered tracheal burns, she was transferred to ICU and is expected to be discharged (B) (6) 2010. The crna did acknowledge she did not turn down her fio2, however, we are not ruling out the possibility of a defective laser tube/cuff which is why we are sending it back to the manufacturer. Diagnosis or reason for use: intubation, laser being used. Event reappeared after reintroduction? No.